Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump for intractable spasticity. It was reported that a patient's pump had experienced multiple motor stall events. The patient did not report having undergone an magnetic resonance imaging (MRI) and denies exposure to magnets or magnetic equipment in the home. The patient had a synchromed ii pump and was on intrathecal baclofen therapy. During the most recent refill, the patient stated that the healthcare provider told them that "nothing was in the pump," although the pump displayed a reservoir volume of 12 ml. The patient was currently experiencing withdrawal-type symptoms, including moodiness and spasms. Pump log review indicated repeated motor stall events with corresponding recovery codes:(B)(6)-motor stall event, november 13- motor stall recovered 12 minutes later, (B)(6)- motor stall recovered 1 minute later, november 18-motor stall recovered 8 minutes later the only codes present in the logs were code 03 (motor stall) and code 01 (motor stall recovery). A critical alarm was also reported. According to the company rep, these motor stalls seem to recur every 3-4 days. The company rep stated they suspect the patient might have experienced a pocket fill during the recent refill. They requested information about why the patient would be experiencing motor stalls. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the patient's pump was explanted/replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.